Event description:
It was reported that during a rectal procedure the surgeon found the handle could not auto flick as normal. The surgeon then opened the handle by hand. The surgeon then closed the safety and turned over the knob. The doctor found the device could not be removed. The device was stuck in the anastomotic stoma. At last, the doctor incised the rectum and changed to hand sewing. Or time was extended by one hour.